Event description:
The quattro catheter burst after having contrast injected for a cta (computed tomography angiography) of chest. I reached out to the zoll thermogard representative and found out that these catheters can pressure inject with a psi less than 100.

Event description:
The quattro catheter burst after having contrast injected for a cta (computed tomography angiography) of chest. I reached out to the zoll thermogard representative and found out that these catheters can pressure inject with a psi less than 100.